Manufacturer narrative:
A physio-control service representative verified reported issue. It was observed that the print button would intermittently respond. The small keypad was replaced and other repairs unrelated to the reported issue were complete. The device passed functional and performance inspection. The device was subsequently returned to the customer. Root cause was determined to be due to the small keypad.

Event description:
The customer contacted physio-control to report that their device would no longer react to button presses, during monitoring. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would no longer react to button presses, during monitoring. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.